Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead pulled back from their original position. The ra lead also experienced loss of capture. Both leads were removed and replaced. No patient complications have been reported as a result of this event.